Manufacturer narrative:
Event was reported to have occurred on an unreported date in the year 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 29 peritoneal dialysis patients experienced peritonitis. The cause and treatment of the events were not reported. It was not reported if the patients were hospitalized for the events. The patients' outcomes was not reported. It was reported that pd catheter was removed for eight of the patients. Action taken with regards to pd therapy for the rest of the patients was not reported. No additional information is available.